Manufacturer narrative:
H4: device manufactured between may 25, 2021 to may 26, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor sv (small volume) leaked. The event was further described as "faulty, liquid leaked into the bag". This issue was identified at the pharmacy, prior to delivering the device to the patient. There was no patient involvement. No additional information is available.